Event description:
The pt contacted lifescan and reported that their one touch basic enhanced meter was reading inaccurately low. The pt had received a low result of 14 mg/dl. They were not experiencing any symptoms at the time of concern. During troubleshooting, it was verified that the subject meter was sent in the right unit of measurement and that it was correctly. Their test strips were in good condition and within the expiration date. The pt was walked through a check strip test, which passed within range they were also walked through a control solution test; however, they were unable/willing to answer if the control test passed within range. A replacement meter, control solution, and test strips were sent to the pt.